Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that patient presented for ppm check after having discomfort for diaphragmatic stimulation with atrial lead pacing. Upon interrogation the ra lead was found to be dislodged which was confirmed via chest x-ray. Fluoroscopy was performed on the lead which was then compared with images of the original lead implant and found to be pulled back from its original position. This was found to be consistent with an abrupt drop in sensing observed few months prior. Pacing from the atrial lead induced visible twitching in the patient's chest. During lead revision the lead was programmed off and patient did not suffer from any adverse consequence. The lead was explanted and a new lead was implanted. Lead passed through the suture sleeve with no issues of any sutures needing to be removed. The suture sleeve remains in situ in the patient. All lead parameters tested normal with newly implanted lead. Patient was stable during and post procedure.